Event description:
It was reported that a declot procedure of an av fistula was being performed in interventional radiology. During the first pass the plastic tip separated from the ptd. They were able to locate the tip in the pt's axilla and jailed it with a covered stent. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).